Event description:
The customer reported having two low episodes of low blood glucose, and the paramedics were called and treated him. The blood glucose reading at time of the call was 94mg/dl. The customer stated that he is a brittle diabetic, and his glucose level can go from 31mg/dl to 500mg/dl in a matter of mins. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a displacement test and the device passed the test. Verified that the amount of insulin in the reservoir matched to the status screen on the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.